Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: bone fracture. Event description: it was reported that the patient experienced an undisplaced periprosthetic acetabular fracture of the left posterior pillar type ucs b1 on (B)(6) 2016. Review of received data: in total 42 x-ray and CT images have been received. The images taken on (B)(6) 2016, (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017 were included in the analysis of this case. The following x-ray evaluation was performed by a health care professional (hcp). (B)(6) 2016 pelvis overview: a fracture of the inferior pubic ramus can be seen. There seems to be a fracture line extending from the ramus ossis pubis superior to the corpus ossis pubis. (B)(6) 2017 pelvis overview: compared with previous pelvis overview beginning callus formation can be observed in the region of the inferior pubic ramus fracture. (B)(6) 2017 pelvis overview: compared with the previous pelvis overview slightly increased callus bone formation is seen at the inferior pubic ramus fracture. (B)(6) 2017 pelvis overview: there are no obvious changes compared with the previous pelvis overview. Report of revision surgery performed on (B)(6) 2018: diagnosis: symptomatic reaction to metal wear and osteolysis of the left hip acetabulum, with: excessive cup inclination after implantation of a uncemented thp in 2001 (transgluteal with metal-on-metal pairing). State after non-displaced periprosthetic acetabular fracture of the posterior column, type ucs b1 on (B)(6) 2016. State after periprosthetic proximal femur fracture type ucs b1 on (B)(6) 2018: indication: see diagnosis. Due to a malpositioning of the cup, with an inclination of 63°, the option to only change the insert is discarded. In addition, there is questionable symptomatic osteolysis of the acetabulum. Procedure: the osteolysis is curetted at the entrance to the femoral metaphysis. The stem is firmly fix. The cup is cut with spherical chisels until it is completely released from the bone. The bone is very soft. The cup was still osseointegrated and the cut has caused almost no loss of bone substance. There is however large osteolysis in the acetabulum. Especially at the lamina quadrilaterals there is a bone defect of about 20 mm in diameter. The anterior and the posterior acetabular wall can no longer be identified. However, the continuity of the pelvis is maintained. The ischium also shows large osteolysis but the cortical bone is still preserved. The osteolysis is curetted. Samples were taken from the capsule and the osteolysis for microbiological and histopathological examination. Device analysis: visual examination: the fitmore shell, the metsaul alpha insert and the metasul head stated below have been received for investigation. Received components: fitmore shell with fins, 54/jj (ref: 01.00024.454, lot: 2049652). Metasul alpha lnsert, neutral, jj/28 (ref: 01.00010.410, lot: 2043654). Metasul head, 28l/+4, 12/14 (ref: 19.28.07, lot: 2055484). As the event covers the periprosthetic acetabular fracture of the posterior left pillar, the visual examination of the fitmore shell is described only. For the visual examination of the inlay and the head refer to (B)(4). The fitmore shell shows damage from revision surgery in the form of scratches and instrument marks along the equator region of the sulmesh coating. There are bone attachments visible on the anchoring side of the shell. Numerous small line-shaped, shiny polished areas can be seen on the inner side of the shell including the region of the snap fit. These shiny polished areas are denser on the inner half where the two fins are located. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion: it was reported that the patient had an excessive cup inclination after implantation of an uncemented thp in 2001 and experienced an undisplaced periprosthetic acetabular fracture of the left posterior pillar type ucs b1 on (B)(6) 2016. Based on the provided x-ray and CT images a fracture of the posterior pillar can be confirmed. In addition, there seems to be a fracture line extending from the ramus ossis pubis superior to the corpus ossis pubis. The revision report states a malpositioning of the cup, with an inclination of 63°. The bone was found to be very soft. The cup was still osseointegrated. However, there was large osteolysis in the acetabulum. Especially at the lamina quadrilaterals had a bone defect of about 20 mm in diameter. The anterior and the posterior acetabular wall could no longer be identified and the ischium also showed large osteolysis but the cortical bone was still preserved. The visual examination of the fitmore shell showed bone attachments on the shell's anchoring side. Based on the revision report and the visual examination of the shell a loosening or migration of the shell in the period of the acetabular fracture seems unlikely. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Further, the investigation results did not identify a non-conformance or a complaint out of box (coob). There is no information at hand on the circumstances that led to the acetabular fracture e.g. Conformities or patient fall. Further, it is unknown how the excessive cup inclination, the soft acetabular bone and the found osteolysis contributed to the fracture. Therefore, a specific root cause could not be identified for the reported event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00067.

Manufacturer narrative:
Concomitant medical products: item# 01.00010.410, lot# 2043654, metasul, alpha insert, jj/28. Item# 192807, lot# 2055484, echo b-mtrc mp rp so 7. Item# unknown, lot# unknown, alloclassic zweymuller cfs stem. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. X-rays were received and will be reviewed as part of ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced undisplaced periprosthetic acetabular fracture approximately fifteen years post-implantation. Attempts to obtain additional information have been made; however, no more is available.